Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, a haptic of the iol was broken. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified company cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the lens/company cartridge combination used. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).